Event description:
A facility representative reported a scanner defective message was displayed during start up and testing of laser.additional information reported that the system had been serviced and the issue was resolved.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company acceptance criteria. The root cause could not be identified conclusively without sample. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).